Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that chang cannulas were plugged during calibration for cataract surgery with intraocular lens implantation. There was no information about patient harm.

Manufacturer narrative:
The customer did not retain the product lot information for this procedure pack, therefore the device history records traceable to the reported procedure pack could not be reviewed. The sample was not received at the investigating site for this complaint report; visual inspection could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. Follow up attempts were made to obtain the sample from the customer. A review of the reported pak's bill of materials (bom) could not be reviewed as the customer did not retain the affected pak information. The suspect product is unknown. A review of the deviation history report could not be reviewed as the customer did not retain the affected lot information. A review of the systems, applications & products in data processing (sap) where-used parts list could not be reviewed as the customer did not retain the affected lot information. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the reported incident cannot be determined. However, it is highly probable the root cause of the customer's complaint could be attributed to an error that occurred in the supplier's manufacturing process. Alcon has taken action to determine root cause and implement appropriate corrective based on observed trend for complaints of a similar nature. The broader investigation is on-going and observations and review of the process by engineering has determined a likely cause to be related to the supplier's manufacturing process. Complaints are reviewed and will be continued to be monitored at regular intervals for adverse trends. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Additional information provided in d.4., h.6., h.10, and h.11. Corrected information provided in h.6. (FDA patient event codes). A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was not received at the investigating site for this complaint report; visual inspection could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. Follow up attempts were made to obtain the sample from the customer. A review of the reported pak's bill of materials (bom) shows the suspect product is chang cannula. A review of the deviation history report shows this lot did not have a temporary deviation applied on chang cannula. A review of the systems, applications & products in data processing (sap) where-used parts list shows all (25 each) chang cannulas were built into this finished goods lot. The supplier's investigation of the chang cannula revealed the root cause to be an error derived from the electropolishing process. The residue was remnants from the electropolishing process. Their product qualification indicated that trace levels of electropolishing solution were present within the final product. The supplier has taken action to determine root cause and implement appropriate corrective based on observed trend for complaints of a similar nature. To address root causes, the following action was taken: inspected all on hand inventory for any residuals as identified within the complaint and resulted in no product was identified with white residuals on the tip. Updated/established the frequency of replacing the electropolishing solution in the electropolishing process based on the manufacturers' recommendation. Updated the electropolisher service log to include a quality assurance (qa) check to ensure the service is being executed. Revised the equipment activity log to include quality assurance (qa) check to monitor activities being executed. Complaints are reviewed and will be continued to be monitored at regular intervals for adverse trends. No further action has been identified for this reported event at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.